Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion.

Manufacturer narrative:
Event conclusion: cpi received info that this ipg was explanted. The MDR is being upgraded from a malfunction as previously reported to a serious injury. Upon receipt at cpi, an interrogation noted a magnet rate of 93.7 when the device was measured both nominal settings and at the returned parameters (lower than normal 2.5 v amplitude). However, the device passed and sensed normally and passed all automated and manual electrical tests, including two tests which verified that the battery was not depleted. Additional analysis noted that the value of a trim resistor in the magnet rate circuitry had drifted. The change in value caused the magnet rate to not correlate with the battery voltage resulting in an erroneous battery status.